Event description:
The following was reported by the pt's attorney: (B)(6) 2008 - the pt underwent hernia repair utilizing composix kugel mesh. The attorney alleges the pt suffers excruciating pain and disability including chronic abdominal wall pain, adhesions, and nerve entrapment syndrome. The pt sustained severe permanent bodily injuries, pain, suffering, disability and disfigurement.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney report does not identify a specific device problem and no product was returned for eval. Medical records have not been provided. Additionally, no product identifiers have been provided, therefore, a manufacturing review is not possible. Some of the alleged complications are known inherent risks of the procedure. With the currently available info, no additional conclusions can be drawn.